Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the secondary medication of 4.5g of zosyn was programmed to infuse 100ml at the rate of 25ml/hour. An IV ordered every 8 hours was administered by rn at 13:01. The next dose of medication was meant to be administered by different rn at 16:58. The medication was supposed to be given over 4 hours but was said to not be infusing. The infusion completed sooner than expected and was not running when the next dose was given. There was patient involvement but no harm.

Event description:
It was reported that the secondary medication of 4.5g of zosyn was programmed to infuse 100ml at the rate of 25ml/hour. An IV ordered every 8 hours was administered by rn at 13:01. The next dose of medication was meant to be administered by different rn at 16:58. The medication was supposed to be given over 4 hours but was said to not be infusing. The infusion completed sooner than expected and was not running when the next dose was given. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the secondary medication of 4.5g of zosyn was programmed to infuse 100ml at the rate of 25ml/hour. An IV ordered every 8 hours was administered by rn at 13:01. The next dose of medication was meant to be administered by different rn at 16:58. The medication was supposed to be given over 4 hours but was said to not be infusing. The infusion completed sooner than expected and was not running when the next dose was given. There was patient involvement but no harm.